Event description:
The customer stated that he received a blood glucose reading that was higher than usual. While troubleshooting, he performed control tests and received a result of 211 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.